Manufacturer narrative:
Exact date unknown, event occurred almost a year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation as well as frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.